Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an electric shock sensation. Technical services reviewed the log files and found only routine events. They stated that the ventricular assist device (vad) and peripheral equipment functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an electric shock sensation could not be confirmed. Furthermore, a direct correlation between the device and the reported event could not be conclusively determined through evaluation of the submitted log file. The account reported that the patient experienced an electric shock sensation and submitted a log file for review. The system controller event log file contained data from 22:13:58 on (B)(6) 2021 to 09:11:22 on (B)(6) 2021, and no notable events or alarms were recorded. The device appeared to be operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU and patient handbook warn that if the external system components have contact with water or moisture, the patient may receive an electric shock. Section 4 of the heartmate 3 lvas patient handbook includes information on static electricity and recommends patients to use battery power instead of the mobile power unit (mpu) while not sleeping or resting to reduce the risk of system damage from high levels of static electricity. The patient handbook also instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.